Manufacturer narrative:
Replacement alt reagent was sent to the customer. Bec internal identification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report alanine amino transferase (alt) reagent leaked from the bottom cartridge. No injury was reported.